Manufacturer narrative:
If explanted, give date: not applicable, as lens the lens remains implanted. Initial reporter phone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when handling the preloaded intraocular lens (iol) injector to perform the implant, the plunger pinched the central area of the iol. There is no need for explant, as ¿the case being explained to the patient because his vision is 20/20 with upper torsion without visual commitment.¿ through follow-up, it was learned that there was no damage to the plunger or ¿drop.¿ it was clarified that the statement ¿with superior torsion without visual impairment¿ means that the plunger tip touched the upper part of the patient's left eye, however without compromising visual acuity. There was no patient injury, and no medical or surgical intervention was required. No further information was provided.